Event description:
Clinical study: it was reported that 427 days after a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr). The lesion being treated was located in the proximal left anterior descending (prox lad) artery. The physician treated the lesion with placement of a 3.00x24mm taxus express2 study stent. There were no reported complications. The pt was discharged on clopidogrel. The pt was readmitted for a 13 month angiography, which showed a 50% in-stent restenosis of the prox lad. The lesion was treated with balloon angioplasty with resolution of the restenosis. In the opinion of the physician, the relationship of the restenosis to the taxus stent is possibly related.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed; therefore, no direct product analysis will be available. As no device was rec'd for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.